Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and verified the occurrence of the reported error message in the diagnostic fault logs. To resolve the issue, the stm replaced the drive manifold assembly and performed full calibration with functional and safety tests to meet factory specifications. The stm then had the customer burn in the iabp with trainer and balloon for three (3) days; no issues were found and the iabp was released to the customer and cleared for clinical use.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) generated intermittent "low vacuum" alarms. There was no patient harm and no adverse event was reported.